Event description:
The customer reported the nav ring is defective. There was no patient involvement. The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel, and the issue was resolved. The root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process.